Event description:
I was implanted with essure in (B)(6) of 2010. My side effects began almost immediately with heavy and irregular menstrual bleeding, severe pelvic pain, dizzy spells, skin rashes, widespread chronic inflammation, wide spread chronic pain, weight gain, severe bloating and migraines. I was diagnosed with fibromyalgia in (B)(6) of 2012. Due to the severe pelvic pain my gynecologist performed a total hysterectomy on (B)(6) of 2013. At the age of (B)(6), I had my hysterectomy to remove the essure coils. Starting the night after surgery, my symptoms began to disappear. I am now completely symptom free and I never had fibromyalgia. My symptoms have been attributed to am allergy to nickel. I was never allergic to nickel before having the essure placed.